Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. The ts and suture are free from the needle. Ts and suture were returned. Assessment of the construct showed t1 is missing a small piece of its distal end. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The reported failure mode cannot be confirmed. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a meniscus repair procedure it was reported that after t1 deployment, the t2 implant was not deployed while the deployment knob was depressed. Both implants were removed from the body, but the tip of t1 may have been remained inside the body. The procedure was completed with a backup device. There was no delay or patient injury reported.